Event description:
It was reported that the device gave a vibratory alert due to a capacitor charge timeout. The device was explanted and replaced. The patient is fine after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The occurrence of an extended charge time was confirmed by reviewing the device image. The hv capacitors were sent to the manufacturer for analysis, and concluded the cause of the reported field event was due to a capacitor anomaly.